Event description:
It has been reported by a hospital representative that 22 shower commode chairs, model 6891, had clips on the bottom of the seat that are cracking, seats cracking, and/or welds breaking on the leg rests. The hospital representative advised that the serial number on these shower commode chairs have gave way to washing, causing the serial numbers to be illegible.